Manufacturer narrative:
(B)(6). One 1.2mm nitinol guidewire from the hip pac was returned for evaluation. Guidewire was received with a small portion of its length broken off. Break area shows no material voids. The break area shows significant signs of material deformation. The guidewire has been significantly bent resulting in its failure. Potentially the cause for this device failure was excessive forces that were applied to the instrument, causing a result in failure. No further investigation is warranted at this time.

Event description:
It was reported that the nitinol guide wire broke on insertion of dilating obturator during hip arthroscopy. Healthcare professional feels that something was wrong with wire and wants it evaluated. Device has been washed and sterilized for return. Device did break in the patient and was removed but caused a thirty minute delay. The case was completed successfully with a backup device and the patient's post-operative condition was reported as okay. No other complications were noted.